Event description:
The pt gained weight. The pocket was too deep. Obesity made telemetry difficult and extended the recharge time. No recharge efficiency boxes shaded when the pt tried to recharge. The implantable neurostimulator battery depleted. The device was implanted in the same pocket that was used for a prime cell battery neurostimulator. If the pt used spacers and significant pressure, the pt was able to get 6 of 8 recharge efficiency boxes to shade. On (B)(6) 2009, the pocket located in the right upper quadrant was revised. Subcutaneous fat was removed. Results were good. He was able to recharge afterward. The pt experienced preexisting pain associated with the event. There was no pt injury associated with the event.

Manufacturer narrative:
(B)(4).